Event description:
Information was received that a smiths medical level 1 hotline low flow systems - hl-90 is leaking from the reservoir cover.

Manufacturer narrative:
One low flow - hotline was returned for analysis. The unit was observed to be corroded on the thermistor and wear/tear on the enclosure upon visual inspection. The reservoir tank was filled with water; leak noted. Based on the evidence, the complaint was confirmed. The problem fault was found due to a damaged gasket as this is normal since the unit had prolonged use.

Manufacturer narrative:
The reporter also stated there was no patient involvement when the event occurred.